Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803.

Event description:
In this event it is reported that a patient experienced an allergic reaction to p&bond active stand ref. The patient reported eczema, bumps and other rashes on the scalp and back. Further information requested.

Manufacturer narrative:
The device was not returned for evaluation, and the lot number was not provided for retained-product testing and/or DHR review.